Event description:
Reporter indicated that during initial vns implantation surgery under general anesthesia, the patient experienced asystole during vns systems diagnostics testing. A 2nd systems diagnostics test was performed and asystole did not occur, but the patient's heart rate did decrease slightly. The patient does have a pre-vns history of cardiac events, but the events are not provided. The patient has no family history of cardiac events, has no pre-existing medical conditions, and does not have abnormal vagal anatomy. The asystole event is believed to be related to vns stimulation. The patient did not present with any symptoms suggesting an arrhythmia, did not experience any traumatic events prior to the arrhythmia, and did not have any triggers prior to the arrhythmia. The asystole did not occur following a medication change. The asystole event did correlate with the stimulation on time during systems diagnostics and not during a setting change. The asystole event is felt to be related to stimulation and contributed to the arrhythmia. The vns was disabled as an intervention. The generator is not currently programmed on, and the asystole event has not recurred. The reporter also stated "patient tolerated 0.25ma stimulation for 10 minutes intraoperatively. Patient should be in a monitored setting for any stimulation adjustments at least first two."

Event description:
Reporter indicated the patient's vns has been activated and the current output current in 0.5ma. The patient is doing well at this time and tolerating vns stimulation.